Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high and undefined pacing impedances. A possible lead fracture is suspected. The rv lead was reprogrammed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high and undefined pacing impedances. In addition, noise episodes were detected. A possible lead fracture is suspected. The rv lead was reprogrammed off. No patient complications have been reported as a result of this event.